Event description:
Pt presented with perio-orbital cellulitis. Cultures obtained grew pseudomonas aeruginosa. Pt had been using two contact lens care products prior to presentation of pseudomonas infection. These three products are all under consideration of potential sources of the infection per infectious disease physician provider. Starting date of use of product unk. Dates of use: (B)(6) 2012. Filled out on behalf of dr. (B)(6).